Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: review of the total daily dose basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. The pump was exercised for 29 hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the reporter (patient's mother) contacted animas alleging that the insulin pump was changing from am to pm by itself 3 times in the last 8 weeks. The reporter insists that the pump was not losing date/time with battery changes. The patient's blood glucose levels have been around 400 mg/dl with 2 previous incidents of finding the time to be incorrect. The patient reportedly has had nausea and was seen by the gastroenterologist (gi) but the nausea reportedly was resolved when blood glucose levels were "normal" after the time was correct. The patient was prescribed antibiotics and prilosec at the gi visit. During the call, the animas customer support (cs) had the reporter reboot the pump: the pump reverted to the factory default date/time settings. The pump is expected to hold the current date/time setting for 24 hours after power loss. The animas cs informed that the alleged time issue is possibly due to the pump losing time. A replacement pump was sent to the patient. The patient was advised to go on a backup plan: the reporter confirmed plan. This complaint is being reported because, the patient reportedly experienced elevated blood glucose levels with nausea due to the alleged date/time issue with the insulin pump.